Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl. The customer was treated with manual shot for high blood glucose level. Customer declined to troubleshoot for high blood glucose value as well as bent cannula. The insulin pump will not be returned for analysis.